Event description:
The customer reported obtaining failing system checks and troponin I (access accutni+3) qc (quality control) results on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reran the system check and obtained failing parameters both a second and third time. After obtaining the failed system checks the customer performed qc for the access accutni+3 assay and also analyzed a single patient sample. The customer stated that the level 1 access accutni+3 qc failed and the patient result analyzed was within the normal reference range of the assay. The customer stated that the patient's result was reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration information and supporting documentation was not supplied for review. Sample collection and processing information was not supplied for this event. No sample integrity issues were noted.

Manufacturer narrative:
(B)(4). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. The customer initially replaced the aspirate probes and subsequently performed a system check which failed to meet the published performance specifications. The customer then replaced the associated peristaltic pump tubing and reran the system check. The system check passed within the instrument's specifications. Qc (quality control) was also analyzed and passed within the laboratory's established guidelines. In conclusion, the peristaltic pump tubing was the cause of this event. The customer was able to replace the tubing and resolved the failing system check and qc issues.